Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed an unknown contaminant was observed on the accessory flip doors, top enclosure, front panel, rear panel, and bottom enclosure. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, pca, inside the inlet of the blower box, on the rear panel, bottom enclosure, blower box cap, blower, blower seal, and blower box. Hair-like particles were observed on the accessory flip doors, top enclosure, front panel, rear panel, bottom enclosure, blower, and blower box. A keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. The manufacturer found no errors. The manufacturer concludes there was evidence of sound abatement foam degradation/ breakdown was not observed in this device. Pil was not able to confirm the complaint, or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.